Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. The sample initially resulted with an hcgb value of 771.8 miu/ml. The sample was tested on a second e 601 analyzer, resulting as < 0.100 miu/ml accompanied by a data flag. The sample was then repeated on both e 601 analyzers, each time resulting as < 0.100 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 30859903, with an expiration date of 31-may-2019. Calibration signals were within expected ranges. Quality control recovery was within the acceptable range. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. Upon review of the alarm trace, no alarms relevant to the event were observed. The investigation was unable to find a definitive root cause.